Event description:
About a year ago, original surgery for placement of amt g-jet 16fr 1.5cm 30cm, lot #14122539 exp-10-2017. Chart reviewed: failure required return to surgery about eight months later for placement of low-profile gastrostomy device (lpgd) 16f, 1.5cm, 30cm. Procedural notes state, "gastrojejunostomy tube dysfunction." Balloon leaking.